Event description:
On (B)(6) 2017, the reporter user contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy occurred 7-10 days prior to the alert date of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿420mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and in response to this blood glucose result the patient increased their insulin dosage by two units from 16 to 18 units. 10-15 minutes later the patient developed symptoms of ¿uneasy and collapsed¿. At this time the patient¿s blood glucose was measured on another device and a result of ¿30-40mg/dl¿ was obtained. The patient was given glucose water by a non-healthcare professional at this time and was reported to have been ¿back to normal¿ 30-45 minutes later. Once the patient had improved their blood glucose was measured on the other meter again and a result of ¿90-100mg/dl¿ was obtained. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.